Manufacturer narrative:
The pump is not available for evaluation. The device has been requested but has not been received. Should the pump be received for evaluation or if add'l info becomes available, a follow up report will be filed.

Event description:
The facility reported an infusion pump with a failure code 810:04. Info was not provided regarding whether or not the device was in pt use, when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump, since the last baxter service event and no pt injury had been reported. No add'l info or contact was available.